Event description:
Customer reported tube had developed a cuff leak during use. The info provided suggest that extubation and reintubation of a replacement tube was required.

Manufacturer narrative:
(B)(4). No sample is expected to be returned. W/o the actual complaint sample a full investigation cannot be completed therefore we are unable to determine the cause for this specific event however, mfg controls are in place to detect related issues and to reduce the potential for occurrence during the mfg process. Info of this nature is included in our database and monitored through trending.